Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated device and a suprarenal aortic extension on (B)(6) 2015. During the initial procedure the proximal extension was prematurely deployed and the final location covered the lowest renal. The physician confirmed the patient still had flow and elected to monitor the patient. The patient had a follow up doppler on (B)(6) 2016 and the physician confirmed the patient still had flow in the renals with an elevated creatinine levels. On (B)(6) 2016 the patient was diagnosed with chronic renal failure. The patient also had an ultrasound and the patient was negative for renal stenosis. There is no planned intervention at this time, the patient continues to be monitored.